Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a mitraclip procedure, a cardiac perforation occurred during transeptal puncture which resulted in death. During transeptal access, the puncture was too posterior and caused a pericardial effusion. The patient was taken for surgery; however, the bleeding could not be stopped. The device performed as intended with no device malfunction. In the physician's opinion, no abbott device caused of contributed to the death. Tissue frailty was the only identified pre-existing condition that would have caused or contributed to the death.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.